Manufacturer narrative:
Manufacturing records were reviewed for the pump and remote pair for which the serial numbers were provided. The DHR for each indicates that the products met specifications for release, and there was no evidence of potential causes that could have contributed to the described failure mode.

Event description:
An initial report of patient hospitalization was received by united therapeutics on 02-mar-2023 and forwarded to millyard advanced medical products, llc on 02-mar-2023. The patient's doctor office reported the patient had a pump that was not delivering. Follow up information clarified that the patient was unable to pair both sets of pumps and remotes. The patient experienced side effects from discontinuation of remodulin therapy and was hospitalized on (B)(6) 2023. The patient was temporarily transitioned to IV delivery of remodulin while replacement pumps were sent. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests.